Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presenting in the operating room for a generator change. Prior to the procedure, the physician imaged the rv lead and observed conductor externalization. No electrical anomalies were observed and the physician elected to continue to use the lead. Patient will be monitored with routine follow up.